Event description:
Balloon inserted on 3/1/95 post cardiac catheterization. Pt underwent bypass surgery on 3/3/95 and post operatively while on ICU, balloon was noted to be ruptured. Attempts at percutaneous removal were unsuccessful. The pt required surgical exploration and removal of balloon, endarterectomy with patch femoroplasty and thrombectomy.